Event description:
It was reported that it was the first time trials were used and the plastic cut and peeled off leaving pieces of yellow plastic in the joint. Dr. Could be rough on instruments but he was only putting it in by hand without excessive force. A backup device was available. It is not known if surgery was delayed.